Manufacturer narrative:
Product ID, 8780 lot# serial# unknown, implanted: 2011 (B)(6), product type catheter. (B)(4).

Event description:
The patient had underdose symptoms and was swollen over the pump area. A cap (catheter access port) procedure was done and the physician could hardly aspirate through the cap; the physician was only able to get 0.5 ml of csf. They then did a catheter contrast study that showed contrast around the pump. It seemed as though the catheter connector was misaligned on the pump or that it had disconnected or dislodged from the pump connector. The pump was programmed to minimum rate. They planned to replace the catheter in 2013. It was noted that the patient was very mobile and had had his catheter replaced before in 2011. The device system was delivering lioresal. Additional information has been requested; a follow-up report will be sent if information becomes available.